Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified

Event description:
Patient reported allegations of pain and elevated metal ion levels. There has been no reported revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.